Event description:
I used renu with moisture loc contact lens saline solution from 9/1/05 through 9/15/06. I was not immediately aware of the recall of this product and never made the connection that it was causing my eye problems (initial pain and inflammation, light sensitivity, and significant discharge from eyes). I was treated at a med ctr by an eye dr who told me I had conjunctivitis eye infection and put me on trimethoprim sol polymyxin - I could not wear my contact lenses for a month. My eye problems still persist.